Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed low battery and motor error. Troubleshooting was done. Customer's blood glucose was unknown. Advised the customer the battery cap would be replaced. It was found that customer had motor error in the alarm history. Customer's blood glucose was 204 mg/dl. Troubleshooting was done. It was found that customer uses the sensor feature on the insulin pump. Advised the customer the cause of the alarm was due to viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. Operating currents, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed due to failed battery test alarms. The device had minor scratches on the lcd window and missing end cap sticker.